Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture, baker grade ii.

Event description:
Healthcare professional reported, via nbir left side "capsular contracture, baker grade ii and rupture". Device has been explanted and replaced.

Event description:
Healthcare professional reported via nbir left side "capsular contracture baker grade ii, and rupture." Device has been explanted and replaced.

Manufacturer narrative:
No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Additional, changed, and/or corrected data: d.4., h.11.